Event description:
Third pt with burning from ns flush. Product: (B)(6): 400 mg ceftriaxone given at 1904, 4 mg famotidine given at 2226, 210 mg of vancomycin at 1924, d5ns + 20 meq/l of kcl started (B)(6) at 0009.